Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9729245. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the balloon spontaneously burst following insertion of catheter and was expelled.

Manufacturer narrative:
The product reference aa81144002 lot number 9729245 was made by an intermediate. This intermediate was made by our subcontractor which was informed about this issue. The issue of balloon bursting is known but in this case, according to the available information, we cannot conclude on a specific root cause. Checking the quality databases revealed a corrective and preventive action in relation to the described defect: "balloon issues on folysil and silicone prostatic catheters" and monthly monitoring is performed. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.